Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in germany, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During preparation, no abnormalities were observed on the delivery system. During the procedure, there was no difficulty advancing the delivery system through the esheath. However, during valve deployment, the commander balloon was extremely difficult to inflate, resulting in a slow deployment of the valve. At that step, no fluid loss was noticed. The three-way high-pressure stopcock was in the correct position, and the inflation device locking mechanism was unlocked. Despite these challenges, the valve could be implanted. However, balloon deflation was also notably slow, which prolonged the rapid pacing phase. Following deployment, the delivery system was withdrawn through the esheath without difficulty, and no damage was observed on any of the devices. The patient did not experience any harm because of this event.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following observations were noted: the balloon was deflated but residual fluid was visibly inside the balloon shaft. Inflation/deflation time measurements were taken of the returned device during post-decontamination evaluation. Recorded measurement shows device met specification. The complaint for inflation difficulty was unable to be confirmed as the complaint event could not be replicated on the returned device during evaluation. Visual and functional analysis did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. No abnormalities were observed during device preparation, and the inflation difficulty was unable to be re-created during evaluation of the returned device. Per the training manual, "to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending", and "do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure". Although information provided from the field stated that the patient's degree of native valve calcification and tortuosity were "none", without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. It is possible that during valve deployment, patient/procedural factors such as calcification, tortuosity, and/or torquing of the device, may have constrained delivery system fluid pathway and contributed to the reported event. However, without patient/procedural imagery, a definite root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.